Event description:
It was reported that the user¿s ilet displayed an alert to connect the cgm or enter a blood glucose while a dexcom g7 sensor was shown as active, and blood glucose later appeared on the ilet; the event was managed with troubleshooting and education for cgm signal loss and pairing failure. Symptoms included hyperglycemia with a reported peak of 312 mg/dl for approximately 30 minutes without ketone testing, back-up therapy, or medical intervention. Outcomes included no reported injury, no hospitalization, and no care escalation. Investigation included guided troubleshooting for cgm connectivity and signal loss. Investigation of this case revealed a cgm communication issue consistent with pairing failure and intermittent signal loss between the dexcom g7 and the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user/system interaction resulting in cgm communication loss.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.